Event description:
Numerous reports of booties being very slippery, causing multiple staff to slip. Additionally, because of the thin and easily torn material, the shoe covers provide inadequate protection for blood and other spills. Staff have had to discard their shoes due to blood easily permeating the shoe cover material.